Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during previous therapy. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The hp called and said that they had an unknown alarm the previous therapy. The technical service representative (tsr) reviewed the alarm log and found a se 2367 and se 2240. The tsr explained the alarm. The hp was disconnected and clamps were closed. The tsr assisted the hp to retrieve the cassette and advised to let the rn know about the alarm. Global product surveillance (ps) contacted hp on (B)(4) 2012 regarding the reported problem. The hp was able to complete therapy with new supplies. The hp stated that alarm he was having was a system error 2240. The hp did not notice any defects with the original cassette. The hp had discarded the original cassette and did not have a companion. Ps contacted the peritoneal dialysis nurse (pdrn) on (B)(4) 2012. The pdrn stated that there were no medical issues or injuries regarding the reported system error 2240. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore, a batch review will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed with no issues noted. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm. The assignable cause for the reported problem was undetermined.